Event description:
Event description cpi received information that this downsize lead (0095) was partially removed from service during open heart surgery, due to a report of a decrease in the r-wave, and EKG noise. At this time the lead was not replaced.